Event description:
A portable tank tipped over and spilled liquid oxygen onto a pt resulting in a 12" x 4" 2nd degree burn. F/u with the hosp indicated that a pt was being transported within the hosp while receiving oxygen from a c1000t. The c1000t was sitting in a basket attached to the bed. While transporting the pt through a door, the orderly laid the unit on its side on the bed next to the pt causing liquid oxygen to leak out the primary relief valve which resulted in the 2nd degree burn.